Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'turned off by self' which was not reproduced during evaluation. A review of the event history log identified 'improper shutdown!'. An 'improper shutdown!' Message displays the next time the pump was powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported condition was verified. No battery or power cord were returned with the device. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned off but itself during testing at the biomed service department. There was no patient involvement. No additional information is available.